Event description:
Please be advised that our offices have been contacted by device owner, mr. (B)(6), regarding the unreasonable delay in securing a replacement for his recalled bi-pap machine and your demonstrated indifference regarding his suffering in the interim. It is my understanding that it has been a year since philips notified mr. (B)(6) that he was to receive a newer, safer machine. This came as good news; he had become concerned about the increasing frequency of a mild cough upon waking. Over the course of the last year, I am told that what began as an occasional, mild cough developed into daily bouts of dry, forceful coughing that persist through the morning. Mr. (B)(6) recognizes the toll it is taking on his wellbeing but feels he has no other choice, likening it to drinking dirty water over no water at all. To be honest, mr. (B)(6) did not initiate contact with our offices seeking litigation, but rather assistance in communicating his urgent need. I think it is normal for the day-to-day demands of administering a recall to create a sense of distance between yourselves and the actual human beings the recall is intended to protect. I am taking the time to write this because I want you to understand the importance and time sensitivity of your work. Every day of (B)(6) life is beset with symptoms caused by a machine defect due to no fault of his. He is not seeking to get rich. All he is seeking is relief.